Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was removed from patient in medical intensive care unit rm 4. The balloon did not deflate completely when aspirated the fluid. They pulled the catheter from the patient, and it caused them some discomfort. When it came out, they checked the catheter, and it looked like the picture below when it came out. It slowly deflated after maybe 1 to 2 minutes. Infused some water again to see if it would inflate and it did, however it would not deflate even with strong pull from the syringe plunger. They placed the foley in red bio-hazard bag and placed it on top of the supply cart. No medical intervention was reported.

Event description:
It was reported that foley catheter was removed from patient in medical intensive care unit rm 4. The balloon did not deflate completely when aspirated the fluid. They pulled the catheter from the patient, and it caused them some discomfort. When it came out, they checked the catheter, and it looked like the picture below when it came out. It slowly deflated after maybe 1 to 2 minutes. Infused some water again to see if it would inflate and it did, however it would not deflate even with strong pull from the syringe plunger. They placed the foley in red bio-hazard bag and placed it on top of the supply cart. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley with cut inlet tubing. Visual inspection of the sample noted that the catheter balloon was partially inflated. This does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Warning: do not use if allergic to iodine. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base, they wil damage silicone and may cause balloon to burst correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.